Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on may 20th, while preparing a ventilator for the patient in the anesthesia ICU, it was discovered during self inspection and parameter adjustment that the adjustment shuttle knob was malfunctioning and unable to adjust the parameters properly. After reporting for repair, the ventilator was removed and replaced with a backup ventilator no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: on may 20th, while preparing a ventilator for the patient in the anesthesia ICU, it was discovered during self inspection and parameter adjustment that the adjustment shuttle knob was malfunctioning and unable to adjust the parameters properly. After reporting for repair, the ventilator was removed and replaced with a backup ventilator. No patient involvement.